Event description:
It was reported that the 9900 system does not retain images after the system is shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced, and the software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.